Event description:
It was reported that the device provides inaccurate spo2. Customer reported that the spo2 and pulse rate "bounces all over the place". Customer states that the readings vary from a low in the 50's up to 100. Customer reported testing the two devices on a nurse and is basing this event on his observation . Customer reported hearing alarms but does not know what the alarms were and the pulse ox and puls rate [lights] were flashing. There were no consequences or impact to the pt.

Manufacturer narrative:
The returned device was evaluated. Both manual and preset spo2 simulation tests passed. No product performance issue identified related to spo2 and pulse rate. Based on the investigation, the customer complaint could not be confirmed. However, un-related secondary findings were observed. One of the findings was related to the speaker which provided a distorted sound. The speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The returned devices were evaluated, both manual and preset simulation tests passed. The devices are functioning as designed. No product performance issue identified related to spo2 and pulse rate, based on the investigation performed the customer complaint could not be confirmed.

Manufacturer narrative:
The prod has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.